Event description:
Per the field clinical specialist (fcs), approximately 3 years 7 months post implant of a 26mm sapien 3 valve inside of a non-edwards (25mm st. Jude bicor) valve, the patient is being evaluated for a possible treatment (valve fracture or additional valve implant) due to stenosis. Per internal imaging review by an edwards physician's proctor, the s3 had been implanted too low in the left ventricle outflow tract and appeared to be under-expanded. The valve was re-dilated with a 24mm true balloon and 23mm sapien 3 ultra was implanted with 2 cc added to the delivery system nominal volume. Post deployment, the patient had a mean gradient of 18 mmhg with mild aortic insufficiency (ai). The valve was post-dilated with a 23mm true balloon and the end result was no ai and mean gradient of 12mmhg. The patient is doing great.

Manufacturer narrative:
Correction to h6 and b5 based on additional information received. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Per the instructions for use (IFU), valve malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction (stj), minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Valve stenosis may result in symptoms such as sob and decreased exercise tolerance, which may be accompanied by an increased gradient across the valve. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, there was no allegation or indication a product deficiency contributed to this adverse event. The reason for the pvl was due the implanted valve being too low in the left ventricle outflow tract and being under-expanded. The cause of the stenosis 3 years post implant cannot be determined but it may have been related to patient procedural factors (under expanded valve. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
Per the field clinical specialist (fcs), approximately 3 years 7 months post implant of a 26mm sapien 3 valve inside of a non-edwards (25mm st. Jude bicor) valve, the patient is being evaluated for a possible treatment (valve fracture or additional valve implant) due to stenosis. Per internal imaging review by an edwards physician's proctor, the s3 had been implanted too low in the left ventricle outflow tract and appeared to be under-expanded. Additional information is not available at this time.